Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, upon using the c-ring to manipulate the vein, the scope wash tubing came loose from the c-ring. Additionally, the hospital reported that the c-ring slider was extended beyond the two visible markers on the cannula during most of the harvest. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identified any nonconformance that may have contributed to the reported event. The scope wash tubing remained intact. Water was passed through the tubing using a syringe the scope wash tubing performed as expected. Based upon the eval results, the reported complaint for scope wash tubing came loose from the c-ring could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).